Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. The event history log review indicated several alarms, but as the reported alarm was unknown, the problem could not be confirmed though the logs. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was not confirmed during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown fault on the homechoice device occurred during use. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The date of follow up number 002 is being corrected from (B)(6) 2014 to (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction to device evaluation: the event history log identified the following alarms: system error (se) 1031, check lines and bags, low drain volume, and refill not finished. During external inspections the keyboard was found to be physically damaged. All functional tests were performed successfully. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The unknown problem was verified during sample analysis as a keyboard malfunction. The cause of the hardware problem was physical damage. The keyboard was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.